Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Diagnostic testing revealed intermittent spikes of shock impedance measurements greater than 125 ohms. The patient was brought in for an in-office interrogation and the shock impedance measurements were 60 ohms. The physician will continue to monitor this patient. No adverse patient effects were reported. The device remains in service.